Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at unknown interface. Unknown cement was used. Lcs revision femur, 75mm pressfit stem, lcs poly, mbt thick tray, mbt sleeve, pressfit stem all removed due to femoral loosening. Part numbers could not be read. Doi:unknown; dor: (B)(6) 2020; unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.